Event description:
I used renu with moisture loc contact lens saline solution off and on from 12/04 until the recall in 04/06. In may and june 2006, I went to 2 different drs with complete redness in my eyes and lesions in my right eye. I had to go 5 different visits and to this day I still get redness in both eyes and blurred vision. Sometimes the pain is unbearable.